Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service representative reported that the motor controller board was replaced and this resolved the issue. The iabp passed all functional and safety tests and was then released to the customer and cleared for clinical service.

Event description:
It was reported that during the installation of the cs300 intra-aortic balloon pump (iabp), the display was not working. The iabp was also giving a continuous alarm after few seconds. This is an out-of-box (oob) failure. Subsequently, the display board was replaced which rectified the display problem; however, the iabp then displayed "electrical test fails #50". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier returned the display board to getinge's national repair center (nrc) and verified the reported failure; they replaced defective u22 and the board passed all of their testing. The nrc technician installed the board into a cs300 test fixture and tested to factory specifications per cs300 service manual. The board was inspected per procedure and then scrapped per procedure.

Event description:
It was reported that during the installation of the cs300 intra-aortic balloon pump (iabp), the display was not working. The iabp was also giving a continuous alarm after few seconds. This is an out-of-box (oob) failure. Subsequently, the display board was replaced which rectified the display problem; however, the iabp then displayed "electrical test fails #50". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier returned the motor controller board to getinge's national repair center (nrc) and verified the reported failure. They stated that the unit was abused and all standoffs were broken. Additionally, the vbias voltage is out of specification, the led does not turn on and bus voltage was out of specification upon power up. The supplier exhausted the extent of their analysis and cannot provide an exact root cause for these failures. They believe it is related to customer abuse. The board will be scrapped and retained in the nrc per procedure.

Event description:
It was reported that during the installation of the cs300 intra-aortic balloon pump (iabp), the display was not working. The iabp was also giving a continuous alarm after few seconds. This is an out-of-box (oob) failure. Subsequently, the display board was replaced which rectified the display problem; however, the iabp then displayed "electrical test fails #50". There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during the installation of the cs300 intra-aortic balloon pump (iabp), the display was not working. The iabp was also giving a continuous alarm after few seconds. This is an out-of-box (oob) failure. Subsequently, the display board was replaced which rectified the display problem; however, the iabp then displayed "electrical test fails #50". There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The display board and the motor controller board were returned to getinge¿s national repair center for failure analysis. A senior repair technician inspected both boards and no visual damage was observed. The display board was then installed into cs300 test fixture and was tested to factory specifications per cs300 service manual. The display board failed testing, and the technician verified the reported failure of display being scrambled. The motor controller board was also installed into a cs300 test fixture and was tested to factory specifications per cs300 service manual. The motor controller board failed testing, and the technician verified the reported failure of electrical test fails code #50. Both boards were sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when the boards are returned to us.